Manufacturer narrative:
The patient age was not provided. Approximate age of device - 5 days. The event occurred at (B)(6) medical centre, (B)(6). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. The patient was transferred from the ICU to the regular cardiac ward on (B)(6) 2015. It was reported that during a review of the system controller event log history later that evening, it was noted that low speed and pump stop events had been recorded in the early afternoon. The patient¿s condition was reported to be ¿good.¿ as the patient had recently received factor vii, clexane and micropirin were added to the coumadin anticoagulation regimen. On (B)(6) 2015, the patient was reported to be clinically doing well with an inr of 2.67. The patient remained on clexane and coumadin at that time. As of (B)(6) 2015, it was reported that the patient¿s lactate dehydrogenase level was "ok" at 400 u/l. The pump power and flow values were back to ¿more or less normal.¿ the patient had some pulsatility index (pi) events that the heart failure cardiologist suspected were most likely related to a high volume of fluid removal from the patient. The patient continues to be doing well clinically and the hospital team is planning to discharge the patient. Implant note: during the implant procedure, prior to lvad placement, a large thrombus had been observed in the left atrial appendage; the clot and the atrial appendage were removed. That night the patient was returned to the or for bleeding from the left atrial appendage dissection site. The bleeding site was stabilized and the patient received blood products and factor vii.

Manufacturer narrative:
Although the reported low speed alarms and pump stop events were confirmed based on a review of the submitted system controller log file data, a cause of the recorded alarms could not be determined. Based on the information available, the patient had been doing clinically well throughout the event. Additionally, the pump parameters normalized after adjustments were made to the patient¿s anticoagulation regimen. The patient remains ongoing on vad support and no further issues have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.